Event description:
The customer reporter that the 840 ventilator stopped cycling while in use on a pt. The pt was not harmed or injured as a result of the event. The customer reported to have replaced the bdu pcb. Covidien customer support engineer uploaded the software only. The ventilator passed all testing.